Manufacturer narrative:
Of the reported 2 devices, lot numbers were provide for both the devices, and the lot history reviews were performed. Samples were not returned to the manufacturer for inspection/evaluation for both the malfunctions. Therefore, the investigation event is inconclusive for material rupture for reported two malfunctions. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation catheter products that are cleared in the us. The pro code for the conquest pta dilatation catheter products is identified.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model cq7584j pta balloon dilatation catheter allegedly experienced material rupture. The information was received from various sources. Both the malfunctions involved patients with no patient consequences. For the reported two malfunctions age, weight and gender were not provided.